Event description:
It was reported to boston scientific corporation that a pathfinder guidewire was used during a calculus removal procedure performed on (B)(6) 2010. According to the complainant, elongation was observed at the tip of wire during preparation prior to use. The procedure was completed with another pathfinder guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; "distal tip separation was found".

Manufacturer narrative:
A visual examination revealed that the metal coil tip was severely elongated and the core wire was fractured. The o.d of the core wire tip at the immediate vicinity of the proximal fracture site was measured and found to be within specification. The returned sample was submitted to the sem lab (scanning electron microscope) for further analysis. The sem analysis report states as follows: one returned pathfinder unit exhibiting a fractured ribbon was submitted to the lab for analysis. The purpose was to determine the mode of fracture. Only one fracture site was submitted. The fracture surface exhibited elongated dimple ruptures indicative of a bending action. Compression and tension zones were observed. No material anomalies were noted. Conclusion: the fracture surface was caused by a bending moment. Per examination of the incident device and the sem report, the incident device reveals no material defects and/or functional anomalies that may have caused or contributed to the reported incident. Therefore, handling factors may have impacted the event as reported since damage occurred during preparation. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. This event has been deemed a reportable event based on the investigation results. The instructions for use under warnings state: "do not pull vigorously on spring tip when removing guide wire from hoop. Damage to spring tip may result from too much force applied removing guide wire from hoop".